Manufacturer narrative:
The cable, flat-z-axis cup transfer was returned to the tosoh instrument service center (isc) for investigation. A visual inspection was performed with no damage found on the parts. Functional testing did not confirm the reported event, the cable was functional. The most probable cause of the reported event is not determined, cause not established.

Event description:
A customer reported to a field service engineer (fse) ¿4241 (2000 only) hybrid arm y-axis home detection failure¿ error for the aia-2000 analyzer. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for progesterone (prog ii). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and noticed 2061 tip detach failure by main arm, 2151 hybrid arm / cup transfer pick up failure errors. The fse performed tip attach main arm, marco test called ¿get cup¿, cleaned and adjusted main arm nozzle, verified sample level detection for cup, tubing, bottles, measured volume, and all within specifications. Fse also adjusted the tip discard chute y axis, cleaned base and roller bearings from the incubator rotor, cleaned and lubricated hybrid arm and main arm, replaced cup transfer flat cable due to wear problem. Fse repaired and validated the analyzer by successfully performing macro test and running quality control without error and within acceptable range. No further action required by field service. The aia-2000 analyzer is functioning as expected. A 13-month complaint history review and service history review through aware date of event for similar complaints was performed for serial number (B)(6). There were no similar complaints identified during the searched period. Aia-2000 operator's manual on the appendix 4: error messages: (4241) hybrid arm y-axis home detection failure cause: the home sensor failed to activate after the hybrid arm y-axis moved toward the home position. If retry fails, the measurement result will be flagged (mf flag). Solution: contact tosoh service center or local representatives. The most probable cause of the reported event was due to the faulty cable flat.